Manufacturer narrative:
Additional information: section evaluation summary. Post market vigilance led an evaluation of one device. No stapler was received. Visual examination of the staple cartridge noted that the loading unit was fully applied and engaged in interlock. Microscopic inspection of the knife blade displayed damage. Functionally, the loading unit was reset and reloaded into the test unit. The loading unit and instrument were applied to test media. The knife blade cut cleanly and completely through the test media.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the stapler cut the tissue but did not deploy the staples. The surgical time was extended 30 minutes or more due to the product problem although no adverse events were reported to occur as a result of this delay in surgery. There was no resolution to this incident reported due to confidentiality. There was no reported patient injury.